Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI - (B)(4) correction d4: the lot number was documented as u2307057 in the initial medwatch report. The lot number has been updated accordingly. The UDI has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was not returned to depuy synthes mitek, however a photo was provided for review. The photograph attached was reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. D4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Correction d4: the expiration date was inadvertently reported as june 30, 2026 on the initial medwatch report. The expiration date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: investigation summary: the device was received and evaluated. Visual inspection of the device revealed that it was received in its original packaging. A black foreign matter was found at the base of the tip. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, the device was returned in the shelf carton. The distal tip is in a used condition and charred section can be seen at proximal end. Saline residue was visible in the suction tube. The device failed the hipot active return electrical testing and the activation test for functional testing. The customer's device was manufactured in may 2023. As detailed in the product control plan, hand switching electrodes are 100% inspected for functionality as part of their product test regime, therefore all reasonable containment is still in place. The customer reported 'sparks and output short and unable to ablate". Visual inspection found that the plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The physical complaint device has been returned to atl UK for investigation. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 hand-switching electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To completely eliminate recurrence of this failure mode a design change is required. The complaint failure mode has been reviewed against the systems risk assessment document, which has been recorded in the spreadsheet, "internal arcing of instrument". The hazardous situations annotated for this failure mode are 'insufficient rf energy' with a potential outcome (s) / harm being incorrect tissue effect'. The risk level severity is categorized as minor and alra (as low as reasonably achievable). The currently probability level is 'probable' (<10-3 and =10-4 ). (B)(4). Analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. The overall complaint was confirmed as the observed condition of the vapr s90 w/ hand controls would have contributed to the complained issue. Based on the investigation findings, the potential cause could not be established. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Event description:
It was reported from china that during an anterior cruciate ligament (acl) repair surgical procedure it was observed that the vapr s90 w/ hand controls device generated sparks, displayed a short in output, and was unable to ablate. It was reported that another like device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is unknown. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.